Manufacturer narrative:
(B)(4).

Event description:
It was initially reported in mfg. Report #1644487-2017-04099 that the patient felt pain around the electrodes, which was resolved when the patient taped the magnet over her generator. The patient also felt constant pain around her generator and tenderness. The physician observed no swelling or redness. There was no trauma to the area nor migration of the generator. The patient also stated that she felt as if the device was constantly going off. However, the autostim was reported as being disabled. Diagnostics were reported to be within normal limits. The doctor was considering x-rays to determine if there was a intermittent problem that wasn't detected with diagnostics. X-rays have not been reviewed by the manufacturer to date. These events, which were previously reported in mfg. Report #1644487-2017-04099, are now captured in this mfg. Report, #1644487-2017-04265. These events are being reported in this mfg. Report as they were unrelated to the battery depletion captured in mfg. Report #1644487-2017-04099. It was also reported that the patient was also experiencing headaches. Diagnostics were performed and the results were within normal limits. However, the physician elected to move forward with full vns replacement surgery due to the adverse events captured in this report and the battery depletion housed in mfg. Report #1644487-2017-04099. The patient's device was disabled. The patient underwent full vns replacement surgery. The explanted generator and lead have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the explanted devices had been discarded.